Manufacturer narrative:
Additional information was received on 22-mar-2023. It was reported that the signal interference (noise) was observed on intracardiac. On the question of: ¿where was the signal interference (noise) observed: carto® only, recording system only, or carto® and recording system?¿, the response was a ¿yes¿. It was also reported that the physician had an intact ECG signal available to monitor the patient heart rhythm. Based on this new information, the complaint has been reassessed and this event is no longer considered to be MDR reportable. Therefore, the h6. Medical device problem code has been updated. Since this event has already been reported to FDA, biosense webster inc. Will continue to submit supplemental mdrs to FDA with any updates even though this event is no longer considered MDR reportable. Device evaluation details: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a split handle ext. Cable,10' lg and an issue with bad/no ECG on all channels occurred. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and cable testing were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Cable functionality was tested on carto 3 system while using a good known lab sample catheter and no errors or signal interference (noise) issues were observed. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations stated in the carto 3 system manual: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a split handle ext. Cable,10' lg and an issue with bad/no ECG on all channels occurred. It was reported by the biosense webster inc. (Bwi) representative that there was noise on all electrodes when the octaray¿ catheter was connected to the cable. The cable was replaced, and the issue was resolved, and the case continued. No adverse patient consequence was reported. The issue with bad/no ECG on all channels was assessed as a MDR reportable product malfunction.